Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Toothbrush head broke in mouth, oral b [device breakage]. Case narrative: consumer e-mail stated that toothbrush replacement head broke in my wife¿s mouth on its first use. No injury was reported.

Manufacturer narrative:
01-july-2025, product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Toothbrush head broke in... Mouth - oral b [device breakage]. Product counterfeit- oral-b [product counterfeit]. Case narrative: consumer e-mail stated that toothbrush replacement head broke in my wife¿s mouth on its first use. No injury was reported. 01-jul-2025 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b power care refill. No injury was reported.¿